Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to be producing less energy and the fiber cap detached at 114,66 joules. It is unk if the device was inside the pt at the time of the detachment, however, it appears to may have been during use. The user noted that the fiber cap was retrieved. The procedure was completed with a second fiber at 322,825 joules. "No injury to the pt" reported.